Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when unpacking the cup during surgery the operator pricked himself on a metal thread from the cup.